Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that both parts are cracked and broken. The tip broke while impacting plate. There was no adverse effect and no delay in surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.